Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited values of pacing impedance high out range. Technical services (ts) recommended reprogramming. The device remains in service. No adverse patient effects were reported. Additional information was obtained; there was not an allegation against the device impedances. Reprogramming was being performed. Normal device function.

Manufacturer narrative:
Amendment. This complaint is no longer reportable. Normal device function.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited values of pacing impedance high out range. Technical services (ts) recommended reprogramming. The device remains in service. No adverse patient effects were reported.